Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing, undersensing, short v-v intervals. The rv lead was reprogrammed and remains in use with oversensing still being observed. No patient complications have been reported as a result of this event.